Event description:
It has been reported to philips that there were power issues with the system going down intermittently with power surges. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there were power issues with the system going down intermittently with power surges. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer because of issue was resolved by the customer.